Event description:
It was reported that when a patient presented in clinic for routine followup, back up vvi was observed. Redownloading the device code resolved the issue. The device remains implanted in the field.